Manufacturer narrative:
Results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood or contrast visible. The stent implant was dislodged and located partially inside the yellow protective sheath. The stylet was advanced through the stent implant. There were bent and mangled struts in the middle of the stent implant. The balloon was tightly folded. There were stent implant crimp marks on the balloon where the stent implant was between the marker bands. The balloon was twisted and wrinkled at the proximal shoulder. There was a kink in the distal shaft 24.5 cm proximal to the tip. The hoop dispenser was not returned. There was a stopcock attached to the hub. There was no damage noted to the hub or the nosepiece of the hub. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The middle outer diameter measurements did not meet manufacturing criteria. The proximal and distal outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the yellow protective sheath. The returned sds was advanced into a new hoop and was removed with no resistance. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the device was removed from the hoop, some resistance was felt. Then during preparation, upon removal of the protective sheath, the stent came off and remained in the protective sheath. The proximal portion of the stent looked bunched up and it was noted that prior to removal of the protective sheath, it appeared as if the protective sheath was not fully covering the stent. The device was not used on the pt. A new xience device was used with no issue. No additional event or pt info is available.